Manufacturer narrative:
The device was received and evaluated on (B)(6) 2016. The device successfully passed cia testing and ablation testing. The product performed as intended, no defects or faults were observed on the returned unit. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016 and the physician perforated the patient "cornual region". A laparoscopy was performed and "confirmed" the perforation. The physician sutured the patient. The procedure was aborted.